Event description:
It was reported that the patient had experienced inadequate stimulation. The patient underwent a revision procedure wherein the old ipg was replaced and a lead was added. The patient was doing well postoperatively. The explanted ipg will not be returned.